Event description:
It was reported that the right ventricular (rv) lead perforated the heart and there was slight effusion. It was also reported that capture could not be retained and there were three revisions during the five days the system was implanted. The device and lead were explanted and replaced. An epicardial lead was placed instead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 4076, implantable pacing lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.